Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead previously experienced a lead warning due to high impedance values. A device check noted in-range values were also occurring in both leads. The right ventricular (rv) lead was also noted to have no capture. Follow up with the cardiology clinic noted the patient was asymptomatic so no intervention was taken. The right atrial (ra) lead and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.